Event description:
It was reported that the stylet could not be advanced into the lead. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation of the lead has not been completed. Analysis results will be provided upon request.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: added gender as female and operator code as healthcare professional. Evaluation summary: (B)(4) no anomalies found; proximal conductor distorted; blood in or on helix mechanism; lead stretched; damaged at implant. The full lead was returned and analyzed.